Event description:
It was reported that the lead impedances were outside normal range. The decision was made to observe the pt's situation. No intervention was needed at the time of this report.

Manufacturer narrative:
Impedance abnormal.